Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, farfield oversensing on the atrial channel was observed. Ts provided the hcp with programming recommendations. No adverse patient effects were reported. This ICD remains in service.